Manufacturer narrative:
Follow up # 1/supplemental report text 02/04/2011.the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k061118.

Event description:
On (B)(6), 2011 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was not powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions on (B)(6), 2011. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning of (B)(6), 2010. The patient claimed she manages her diabetes with insulin. It is not clear in the documentation if the patient made any changes to her diabetes management regimen at the time of the alleged issue. The patient stated she was feeling shaky, weak, anxious, and had shortness of breath 4 hours after the alleged issue occurred. According to the patient, at 2:00pm that day, her home health/ visiting nurse administered 20 units of lantus and 6 units of humulin r insulin, as a result her symptoms. On (B)(6), 2010 at 1:00pm, the patient mentioned she tested on another blood glucose meter (brand unknown) and obtained a reading of '302 mg/dl'. At the time of troubleshooting, the cca noted the subject meter was misused. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was not able to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury requiring hcp intervention after the alleged meter issue began.